Manufacturer narrative:
Updated sections: b4, d10, e1, e2, e3, g4, g7, h2, h6, h10. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) shut down after the balloon burst. The balloon was inserted and reported to have ruptured 2 days later. There was no report of patient harm, serious injury or adverse event.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) shut down after the balloon burst. The balloon was inserted and reported to have ruptured 2 days later. There was no report of patient harm, serious injury or adverse event.